Event description:
Additional information was received from a health care provider via product surveillance registry. The pump was explanted and replaced on (B)(6) 2016. Event outcome was resolved without sequelae as of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer as well as a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal baclofen (concentration 800mcg/ml; dose 328.13mcg/day), bupivacaine (concentration 20mg/ml; dose 8.203mg/day), fentanyl (concentration 300mcg/ml; dose 123.05mcg/day), and clonidine (concentration 80mcg/ml; dose 32.813mcg/day) in simple continuous mode via an implantable infusion pump. Lot numbers were unknown. The patient was also prescribed pa boluses via the personal therapy manager (ptm). Indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient presented to the clinic and reported he attempted to activate his ptm and received an error code. The error code was not documented; however, per the patient the code said that the pump had seized and had stopped working. The patient's pump was interrogated which revealed a motor stall. The last pump programming had occurred on (B)(6) 2015. The patient was in an extreme amount of pain due to the pump failure. The patient was given baclofen, fentanyl patch, and clonidine patch. Per the patient, the hcp was trying to schedule pump replacement surgery. The etiology was reported as related to the device or therapy, and not related to the implant procedure. The event outcome was reported as ongoing. The pump was later returned to the manufacturer for analysis. A supplemental report will be submitted if additional information is received.